Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The implantable neurostimulator (ins) was involved in the event and the patient reported that the ins would not stay charged. The event cause was not determined. The patient had not recovered and the symptoms and issue were ongoing. The patient¿s primary care physician referred to the patient to an urologist and an appointment was made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that it was believed a patient¿s implantable neurostimulator (ins) was malfunctioning, and a dead battery was suspected. The patient was unable to empty her bladder and was an inpatient in a facility. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a fol low-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v476082, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).